Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices. Based on the reported information, the reported failure to advance appears to be related to operational context (tortuosity). As the graftmaster stent was not initially able to reach the target site, there was continued bleeding (hemorrhage) at the perforation site, requiring additional non-surgical therapy (balloon dilatation and stenting). During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage as well as for proper stent placement. Additionally, a sampling of units is destructively tested prior to lot release to verify proper guide wire and guiding catheter movement. A review of the device history record for this reported lot revealed no nonconforming material records, indicating that all lot release testing results met specification. A query of the complaint database for this reported lot was performed and there is no indication of a product quality deficiency.

Event description:
It was reported that the graftmaster stent was unable to be advanced through the tortuosity of the vessel to the perforation in the proximal circumflex. The device was withdrawn from the anatomy. Inflations using an unspecified balloon and stenting with several unspecified bare metal stents was performed to successfully treat the perforation. No adverse patient sequela was reported. No additional information was provided.